Event description:
The pt reported that she was in a car accident. She stated she left a restaurant, because she was not feeling well. She reported that she was light headed and sweaty. She did not have any blood glucose test strips so she could not test her blood glucose. She reported that she came to, in jail and was taken to the hospital where her blood glucose registered 300 mg/dl. The pt reported that she administered a bolus via her infusion device. The pt reported that the stress of being in jail probably caused her blood glucose to "shoot to 300 mg/dl". The pt did not provide info regarding any treatment while at the hospital. The product was requested to be returned but the pt refused and stated that she would return the device after she completed her upgrade to a new infusion device.